Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. Iesu (integrated electrosugrical unit) was analyzed and the log review revealed errors m-11, m-18, c-06 and 2-8a in may 2026. Functional testing revealed that the unit powered on normally and successfully cauterized across all ports and instruments without issue. Erbe log showed error m-b1. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the customer contacted the technical service engineer (tse) regarding the surgeon being unable to get bipolar to work. The customer indicated that the staff had swapped out the instrument and instrument energy cable but continued to experience issues. The customer noted that a fenestrated and force bi-polar had been attempted in the bottom port only, and the top port had never been attempted. Tse reviewed the system logs with no errors noted. The customer also reported that at the beginning of the procedure, the instrument cord had been ripped out of the iesu port but had been reinstalled. The site had moved any following cases to another system due to the issue. The procedure was completed with no reported injury.